Event description:
It was reported that the power cord on the neptune was burnt. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by a field service rep and the power cord was replaced. The neptune passed tests and was returned to service.